Event description:
Patient was revised to address high metal ion count. Update rec'd (B)(6) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain and suffering. There is no new additional information that would affect the outcome of the investigation. Update rec'd (B)(6) 2014 - pfs and medical records received. After review of the medical records the revision operative note indicated pain, metallic debris, crunching sounds, and increased metal ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014. Update (B)(6) 2014 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated high metal ions (no lab results given) so the stem is being added. It should be noted that the provided operative note for the doi was of poor quality. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).